Manufacturer narrative:
(B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
On 2/22/10, during device evaluation by baxter channel a channel select and stop keys on a colleague triple channel volumetric infusion pump were found to be functioning intermittently. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Manufacturer narrative:
The condition of channel a channel select and stop keys were found to be functioning intermittently was confirmed. The reported condition is due to an internal disconnection in the keypad circuit board vertical interconnect access (vias) causing the keypad to malfunction. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).